Event description:
The customer reported a cartridge alarm issue with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the pump was confirmed to have had consecutive cartridge alarms, and it was decided that the pump would be replaced. The customer, who is not canadian and has a pump out of warranty but expiring in july 2025, expressed interest in obtaining an out-of-warranty loaner pump.